Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing had separated at drip chamber upon opening of the package. A new set was used to administer the medication with minimal delay. The event occurred in surgical intensive care unit (sicu). Although requested, additional information was not provided.